Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 15 events were reported for this quarter. Product return status: 2 devices were received. 13 devices were evaluated in the field. Event confirmation status: 15 reported events were confirmed. Evaluation results: 15 devices were found to be affected by missing paint chips. Additional information: 15 devices were not labeled for single-use. 15 devices were not reprocessed or reused.

Event description:
This report summarizes <noe> 15 </noe> malfunction events in which the device had paint chips missing. 15 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 15 events were originally reported for this failure mode during the reporting quarter. - 3 events were inadvertently excluded. - 18 reported events are included in this follow-up record. Product return status 7 devices were received. 11 devices were evaluated in the field. Event confirmation status 18 reported events were confirmed. Evaluation results 18 devices were found to be affected by missing paint chips.

Event description:
This report summarizes <noe> 18 </noe> malfunction events in which the device had paint chips missing. 18 events had no patient involvement; no patient impact.